Event description:
Customer reported there were 10 test strips missing in the box of their precision xtra meter and experiencing symptoms of dizziness. Customer also reported going to forest peak cook county hospital where he was treated with 8 units of insulin and one unknown pill. It is unknown what the diagnosis was at the hospital.

Manufacturer narrative:
This is the final report. The reported event relates to product packaging issue. It is unclear whether the customer purchased a complete meter kit which comes with free test strips or not. There was no report of death or mistreatment associated with the event.